Event description:
A purchasing agent reported that an intraocular lens (iol) was exchanged for the same model, different power lens. A 14.0 diopter lens was exchanged for a 16.0 diopter lens. In a follow-up, the surgeon reported the cause of the hyperopic surprise is unk. The event resolved following the lens exchange.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Attempts have been made to obtain add¿l info on 06/15/2012 and 07/03/2012 by phone, fax, and mail. A completed questionnaire was received on 07/11/2012. (B)(4).